Event description:
It was reported that an unspecified number of pts presented with post operative suture breakage. The specific details indicating the number of pts involved and specific care associated with the pts is unk.